Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap adrenalectomy. According to the reporter: at the end of procedure, the connection of balloon disengaged. However, the procedure was completed with this device. Nothing fell into the cavity. Operating time was not extended. There was no tissue damage. No pt injury was reported.